Event description:
Litigation papers allege the following: due to complications, patient will undergo revision surgery in (B)(6) 2011. Patient requires surgical intervention due to the complications. He will also require, at the very least, medical management and monitoring. Update:(B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.